Event description:
Device 2 of 2. Reference MFR report number: 1627487-2013-24385. The patient is implanted with two systems. It was reported the pt is experiencing a burning sensation from her scs ipgs. The pt stated the burning sensation occurs whether the stimulation is on or off. The patient also stated the sensation is persistent with one of her ipgs, but only occurs occasionally with her other ipg. The pt is pending a follow up with her physician and a sjm rep to further evaluate the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.